Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap leaked; further described as ¿iodine dripped out of the lid." This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4 (expiration date), h3, h4, h6 and h10. H10: the actual device was not available; however, fourteen companion samples were received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing was also performed with no issues noted; there was no evidence of iodine leak in the over pouch or on the caps. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.